Event description:
Healthcare professional reported left-side "rupture". Healthcare professional later confirmed "intracapsular rupture" and further reported "delaminated". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as surgical impact opening. Delamination: not observed. As per the investigation procedure stress mark, missing piece of shell was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and delamination.

Event description:
Healthcare professional reported, left side "rupture". Healthcare professional, later confirmed, "intracapsular rupture". And further reported, "delaminated". The device has been explanted.